Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site on april 7th, 2016. The cse did not find an instrument issue. The cse stated that level 1 quality control performance has improved since a cse replaced a de-ionizer fan on april 2nd, 2016. The cse ran dark counts with cuvette testing, cleaned all probes and wash ports, carried out dispense and aspirate testing at all wash separation manifold ports, checked acid and base pumps for leaks, and measured dispense volumes, all of which were within specifications. Instrument background testing were run, and all resulted within range. The cause of the discordant falsely elevated tni-ultra result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur xp instrument. The sample was run in duplicate, resulting falsely elevated on the first replicate and lower on the second replicate. The discordant result was reported to the physician(s). The sample was repeated in duplicate on the same instrument, resulting lower and matching with the second replicate obtained. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.